Event description:
It was reported that when an asymptomatic patient presented to clinic during follow-up, post sensed t-wave oversensing was observed on stored egm. Programming changes were suggested but not made. There were no more issues reported.